Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Hospital will not release the implants. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "upon inspection of surgery the bushings had worn out. The axle was bearing metal on metal."